Manufacturer narrative:
Ime e2402: irritable bowel syndrome, diverticulosis, urethral hypermobility, trigonitis, pubo-cervical rectovaginal incompetence, incomplete bladder emptying, post-void dribbling medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a urogynecological issue. It was reported that after the implant, the patient experienced irritable bowel syndrome, diverticulosis, hiatal hernia, umbilical hernia, lower abdominal pressure, stabbing pain, pelvic prolapse, urethral hypermobility, trigonitis, cystocele, apical prolapse, rectocele, stress incontinence, pubo-cervical rectovaginal incompetence, pelvic pain, dysuria, dyspareunia, mesh erosion, abnormal vaginal discharge, constipation, hematuria, fatigue, abdominal adhesions, right ovarian cyst, incomplete bladder emptying, post-void dribbling, urinary frequency, urgency, urinary incontinence, & lower abdominal pain. Post-operative patient treatment included surgical intervention, CT scan, mesh revision, mesh excision, rectocele repair, cystoscopy with hydrodistension, ultrasound, cytogram, vaginal hysterectomy, laparoscopic sacral colpopexy, perineoplasty, right oophorectomy, lysis of adhesions, sling urethropexy, repair of urinary stress incontinence with mid-urethral sling, endoscopy, & uroflowmetry.